Manufacturer narrative:
Per the dexcom user guide: ¿make sure your transmitter is snapped in completely.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the customer had not inserted the transmitter into the sensor pod. Customer inserted the transmitter in the sensor pod and connection resumed. No additional patient information was available.